Event description:
Customer reported the red blood cell (rbc) parameter was recovering high results on the quality control sample (5c abnormal I control) when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the quality control (5c cell control) was running high and erratic results on the abnormal 1 control level. The fse checked the mixing bubbles during the cycle and found no problems. The fse also found the rbc (red blood cell) dispenser was rubbing on the inside of the dispenser and delaying the stroke of the syringe from reaching the top of the dispenser properly. The fse replaced the rbc diluent dispenser and resolved the issue reported by the customer. (B)(4).